Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity. It was reported that the patient had missed her refill appointment and the pump had been alarming. The alarm sounded like the critical alarm. An alarm was heard, telemetry had not yet been performed. The patient had been prescribed with oral baclofen. No symptoms were reported and no further complications were expected or anticipated.